Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was no fault regarding the customers complaint of occasionally front panel flashing and non-illumination of the lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source image flashes and the light is malfunctional. The issue was found during preparation for use in an unknown diagnostic procedure and the procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's allegation that the image flashed, and the light was malfunctioning was not confirmed.     A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the events could not be determined.   Olympus will continue to monitor the field performance of this device.